Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had reported por-power on reset. Meaning of por was reviewed as therapy has turned off and reset to shipping parameters. Patient wanted to know if their interstim was on or not but said their controller did not work "saying clinician deactivated" when they tried to use it last night. Patient reported seeing a por code. Patient said that they "were not able to empty out like they should, yesterday it started happening". Patient was newly implanted, and said, they had not had any falls and says "they just twisted a bit once". Patient was redirected to hcp so they can clear this por code. They called back asking for a representative to be at appointment tomorrow. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.